Event description:
It was reported that during a laparoscopic appendectomy, the device did not fire all the way; it did not cut. It was reported that there was a ¿horrible crunching sound.¿ it is unknown how the case was completed. It is unknown if there was patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Trigger teeth, lockout spring tab, incomplete cycle the following information was requested, but unavailable: I understand that the device did not cut. Did the device deploy staples? How was the case complete? What is the current patient status?